Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. The physician successfully completed the transseptal puncture and then inserted the was. While positioning the was the physician noted that there was a linear thrombus that was seen around the was. The physician attempted to aspirate the thrombus but was unsuccessful. The physician decided to continue the procedure and retrieve the was and thrombus after the device had been implanted. The procedure was continued and the wds was inserted into the was. The closure device was then deployed in the patient and successfully implanted in the laa. It was noted that the thrombus was no longer visible at this time. The procedure was completed, and all the devices were removed from the patient. The patient remained hemodynamically stable throughout the entire procedure. No complications have been reported to have occurred as a result of this event.